Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records included images. The investigation is confirmed for filter migration. However, the investigation is inconclusive for filter tilt for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration of device or device component, and malposition of device. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male; however, the patients weight was not provided.